Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the providers were using pronto device for hemoglobin screening on a 2nd trimester patient and received a reading of a 9 g/dl. They expected similar results for the same patient on the 3rd trimester visit, but received a 13 g/dl. They backed in up with a lab draw which had the reading at 9. No known impact or consequence to patient.